Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2015-02065. This report is filed september 15, 2016.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient underwent explantation surgery on (B)(6) 2015, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.